Event description:
Additional information was received as follows: it was reported that the patient required in patient hospitalization due to the endurant stent graft migration. The physician elected to perform a fenestrated endovascular aortic repair. The investigator indicated that the event was related to the device and related to the procedure. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 62 mm in diameter saccular abdominal aortic aneurysm. The proximal aortic neck measured 28 mm in diameter below the level of the lowest renal artery and measured 40 mm in length. The angle between the proximal aortic neck and suprarenal aortic axis measured 10 degrees. The angle between the proximal aortic neck and main axis of the abdominal aortic aneurysm measured 10 degrees. There was 30 percent circumferential aortic mural thrombus/calcification at the proximal aortic neck. It was reported that approximately six years and three months post index procedure a CT revealed that the endurant stent graft bifurcate has migrated proximally. The aneurysm was 5 cm in diameter. There was no evidence of an endoleak. There was no reported intervention. It was determined that the event was related to patient anatomy (aortic neck dilatation). No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Film evaluation summary: the reported bifurcate migration cannot be confirmed from the 6+ yr post-implant cta's provided. Films at implant and earlier post-implant films were not provided. The bifurcate location at implant was unknown. The 6+ yr post-implant cta's showed that the bifurcate is currently positioned ~ 1.5 cm below the lowest left renal artery. The proximal margin of the bifurcate, measured ~ 2.5 cm in length, is currently not apposed to the aortic wall. No contrast/endoleak was seen feeding the aneurysm sac as there was still ~ 1.5 cm of seal length left. It is possible that the aortic neck may have dilated since implant due to disease progression, which led to loss of proximal seal and resulted in the reported bifurcate migration. The cta's provided also showed thrombus lining the proximal aortic neck but there was no thrombus seen within the stent grafts. The cause of the thrombus was unknown; it was unknown if there was any relationship between the observed thrombus and the stent grafts implanted.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.